Event description:
Event description guidant received information this implantable cardioverter defibrillator (ICD) still packaged within its shipping box. No reason for return was stated, however an interrogation of the ICD noted the monitoring voltage was lower than box specifications.